Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related MDR report # mw 3013756811-2025-49062.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause was not known. Reportedly, the customer was disoriented due to bg level. Customer's spouse alerted hospital staff who provided unspecified bg treatment. Reportedly, the customer was already admitted to the hospital in relation to medwatch report (B)(4). Recommendation was made to consult with a healthcare provider regarding diabetes management.